Event description:
Healthcare professional reported left side "deflation." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Additionally, "particles in valve was reported". Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, delamination plug strap and fluid. Leak test was performed and found opening on anterior . A microscopic analysis was performed which identify, sharp opening on valve bond edge, under plug strap and broken sharp plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a opening sharp on valve bond edge, under plug strap side assessed, as unidentified (tear) opening. Delamination plug strap disk shell assessed, as to an adhesive failure.

Event description:
Healthcare professional reported, "a left side deflation". Healthcare professional additionally reported, left side "particles in valve". The device has been explanted and replaced.